Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the neph department. During insertion of the dilator into the pt's skin, "the dilator was not sturdy enough so that the puncture site couldn't be expanded. Furthermore, the dilator was found bent after usage." As a result, the dilator was removed and a new kit was opened and used successfully. There was a delay reported, however, there was no harm to the pt as a result of this delay. There were no complications, death, or injury reported as a result of this occurrence.